Manufacturer narrative:
(B)(4).

Event description:
The complaint states that no alert issue was reported. Data was provided for investigation. Confirmation of the complaint was undetermined via data. The probable cause could not be determined via data.